Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 1/2/2019. The philips service engineer (se) inspected the device. The se replaced the touch screen and bezel and performed performance verification. All tests passed.

Event description:
It was reported that the ventilator had a damaged touch screen and display front bezel. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 07mar2019, date rec¿d by MFR : 03mar2019. A touchscreen assembly was returned to philips for analysis. A visual inspection of the returned component was performed and found evidence of line crack damage on screen front of display. An investigation was performed and the product analysis technician reported that the root cause was isolated to the damage in the line crack on the front of the display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.